Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. Corrected: d4: UDI g4: PMA/510(k) number. No product was returned or pictures of the liner provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation images identified total hip arthroplasty with screw fixation of the acetabular cup. Superior and likely posterior dislocation of the right hip. Post reduction images demonstrated right total hip arthroplasty with screw fixation of the acetabular cup. No dislocation seen. A definitive root cause cannot be determined. As per IFU, g7 dual mobility metal liners should not be used with components of any other system or manufacturer, unless authorized by zimmer biomet. It is unknown if this off-label use caused or contributed to the reported event. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 110031017 item name 28mm i.d. 54mm o.d. Size I bearing lot # 65343262. G2: foreign: switzerland. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 8 days post implantation due to a fall that resulted in a hip dislocation. On the post-dislocation x-rays, the polyethylene insert seems correctly fitted to the head. The post-reduction x-ray also shows that the insert is no longer coupled to the head, only the head is in the cup and the insert is in the soft tissues on the posterosuperior part of the hip which will be confirmed during the recovery. In addition, it appears that the head is not centered. There is a shape of a sphere that makes the surgeon think that it is disassociated from the cup but as the head and cup is in place. There is no additional information available at the time of this report.